Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via phone by the sales rep that during a shoulder procedure, it was observed that their vapr iii foot pedal would not work, and there was no error message. They swapped out the device with another like device, but the connector on the cable was damaged. They used a wireless foot pedal to complete the procedure. There were no patient consequences or delays. Both devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.